Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited greater than 2000 ohm left ventricular (lv) pace impedance measurements and 0% pacing. Technical services (ts) indicated that the lv is referring to multisite pacing and was not providing pacing at this instance and noted that this could be due to changes in tissue surface. Additionally, since the specification for the lv lead is up to 3000 ohms, ts recommended increasing the out-of-range limit to 3000 ohms and to continue monitoring. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited greater than 2000 ohm left ventricular (lv) pace impedance measurements and 0% pacing. Technical services (ts) indicated that the lv is referring to multisite pacing and was not providing pacing at this instance and noted that this could be due to changes in tissue surface. Additionally, since the specification for the lv lead is up to 3000 ohms, ts recommended increasing the out of range limit to 3000 ohms and to continue monitoring. This device remains in service. No adverse patient effects were reported.